Event description:
It was reported that the patient suspected lead migration following the relocation of the patient's implanted neurostimulator from buttocks to abdomen. The area where the doctor "spliced the wires" in patients buttocks was causing her grief. Unspecified symptoms are reported to be at the lead extension connection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3777-75, lot# v314722012, implanted: (B)(6)-2010, explanted: unk, programmer model 37743, serial# (B)(4), lead model 3777-75, lot# v322855016, implanted: (B)(6)-2010, explanted: unk.

Event description:
Additional information from the patient's healthcare professional (hcp) confirmed that there was tenderness at the extension connection site after moving the stimulator from the buttocks to the abdomen. The hcp attributed the event to the extension. The patient was not hospitalized and the hcp considered it a non-serious injury.